Event description:
Discordant, falsely low sodium and chloride results were obtained on one patient sample on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument twice, resulting higher each repeat. The second repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to run a precision study on the patient's sample and another precision study on a previously known sample. The precision study results matched those of the second repeat results. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant, falsely low sodium and chloride results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.